Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that their son experienced high blood glucose. Customer¿s blood glucose level was 432 mg/dl. The father states that also reported that his insulin pump does not communicate with the sensor. The mother stated that her son had a blood glucose of 432 but decline to troubleshoot for it. Customer was treated with bolus and manual injection. The device will not be returned for analysis.